Manufacturer narrative:
Initial medwatch report was dated 4/10/2014, correct date for this reported event is 9/30/2019.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. Review of the event trace revealed no related conditions. The ventilator passed 132 hours of extended tests at the customer's settings. The vent also passed troubleshooting final test which includes many alarm and ventilation functions.

Event description:
It was reported to vyaire medical that the ventilator went inoperable while in use on a patient. There was no patient harm associated with this reported event.